Manufacturer narrative:
G3: date received by mfg on initial medwatch report should have been 4/2/2024.

Event description:
It was reported that the pump was warm to the touch while charging despite being in room-temperature conditions. There was no adverse impact to customer¿s blood glucose level. The customer continued to use the pump for insulin therapy.